Manufacturer narrative:
(B)(4). This investigation is ongoing and a report will be sent to the FDA when the investigation is completed by 03/13/2011.

Event description:
The customer reported that the system was operating intermittently and fluoroscopy was not possible in auto and manual mode.